Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient wanted to know who could remove the device. They said they wanted the device removed because it hurts and is getting worse. Patient services mailed healthcare professional listings.